Event description:
(1069 break) during total knee procedure, a tooth broke off the saw blade - the staff was unaware at the time. This was discovered upon obtaining a post-cp x-ray in pacu. The saw blade was extracted from the biohazard waste receptal and examined. However, packaging info had already been compacted. No further intervention required surgeon.